Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The product returned for evaluation was one 5fr x 7cm microintroducer dilator/sheath. Usage residues were observed on the outside of the dilator and sheath. Multiple bends were observed along the introducer shaft. The dilator cuff and sheath luer were misaligned due to those bends. The tip of the sheath exhibited deformation. Microscopic inspection of the sheath confirmed deformation throughout the tip. The tip was buckled and flared outward. Where visible, the transition from the tip of the sheath the vessel dilator appeared smooth. The sheath tip deformation and dilator bends were consistent with attempted insertion against resistance. Such resistance may occur if insertion is attempted at a steep angle, if the insertion hole is too small and if the transition between the sheath and the dilator is rough or abrupt. The visible portions of the transition appeared smooth; however, the extensive deformation prevented a thorough inspection of the transition. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time.

Event description:
It was reported patient indicated for a power PICC placement. It was reported that at the beginning of a catheter placement procedure, with the minimum effort the red dilator got deformed (twisted), and therefore the device could not be used, and was exchanged to a new one. There was no patient impact, patient current state is stable. Additional information received: there was no additional intervention. The patient was discharged without any complications on 07/21/2023.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported patient indicated for a power PICC placement. It was reported that at the beginning of a catheter placement procedure, with the minimum effort the red dilator got deformed (twisted), and therefore the device could not be used, and was exchanged to a new one. There was no patient impact, patient current state is stable.